Event description:
Info received with returned product stating that device was removed due to infection. Cultures were taken which indicated that the causative agent was staphylococcus. Explanted device was returned to manufacturere for analysis.